Event description:
Literature reference: j letard, et al. Wireless esophageal ph monitoring: technical aspect. Acta endoscopica. 2006; 36(2): 163-165. The article discusses the results of twenty-two patients who were implanted in 2005 with telemetric capsule. The patient experienced moderate transitory (<72 hours) dysphasia. The suture did not hold for the first capsule; the plunger moving the pin was not inserted up to the hub because of torn mucosa at the attachment site. A second capsule was put in place.

Manufacturer narrative:
This report is being submitted following an internal audit.